Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics ((B)(4)) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a cerasul head 28 / 0 'm' 12/14 on (B)(6) 2000 on the left side. When getting in or out of the car, patient heard a snap with following pain and limited mobility. Breakage of the insert was found on x-rays on (B)(6) 2016. Patient underwent a revision surgery due to the breakage of the insert on (B)(6) 2016.

Event description:
It was reported, that the patient was implanted a cerasul head 28 / 0 'm' 12/14 on (B)(6) 2000 on the left side. When getting in or out of the car, patient heard a snap with following pain and limited mobility. Breakage of the insert was found on x-rays on (B)(6) 2016. Patient underwent a revision surgery due to the breakage of the insert on (B)(6) 2016.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00106-1). All the information captured as per 0009613350-2016-00106-1 including g4(date received by manufacturer) except b4. Updates: d10, g4, g7, h3, h6, h10. It was reported, that the patient was implanted a cerasul head 28 / 0 'm' 12/14 on (B)(6) 2000 on the left side. When getting in or out of the car, patient heard a snap with following pain and limited mobility. Breakage of the insert was found on x-rays on january 03, 2016. Patient underwent a revision surgery on (B)(6) 2016. As the lot numbers were not readable on the devices and they were not provided, the device history records could not be reviewed. Visual examination: the polyethylene liner and the ceramic inlay of the cerasul alpha insert were separated from each other, and the ceramic inlay was fractured. Only the main fragment was returned. The rim of the polyethylene liner showed some heavy damaging, such as scratches, cracks and delamination. Black marks were visible on the joint side of the pe inlay, compatible with similar metal transfer observed on the ceramic inlay. This metal transfer probably derived from the impingement with the stem (not revised). The pole pin was slightly damaged, it was unknown if it was due to revision or if the damage occurred in vivo. The imprints of the spikes next to the pole pin indicated a correct fixation of the insert in the shell. The inner surface of the polyethylene, which was the anchoring surface between polyethylene liner and ceramic inlay, exhibited a rough and mostly damaged appearance. Several fracture fragments of the ceramic inlay might have been explanted but were not delivered; we assumed that there were further parts missing from the original geometry of the inlay. On the rim of the main fragment, a circular dark smearing could be seen, indicating metallic wear. Metal transfer was visible on the articulating surface of the head, but was unknown if this transfer occurred in vivo or if it was due to revision surgery. The metal transfer on the contact surface with the stem was probably due to stem fixation. X-ray analysis: x-ray dated (B)(6) 2014: despite the poor quality of the ap view of the hip, the ceramic head and inlay could be recognized in the picture. Since the full pelvis was not visible, it was impossible to perform any statement about the cup position. The ceramic components did not seem to be broken or dislocated. X-ray dated (B)(6) 2015: this ap view of the left depicted a dislocation of the ceramic inlay, highlighted by the proximal migration of the ceramic head. Due to poor quality of the image, no fragments could be recognized and it was impossible to determine if the inlay was broken. X-ray dated (B)(6) 2015: post revision x-ray. Head and inlay were revised. Stem and cup were left in situ. The cup was at around 45° inclination angle. Due to poor quality, it was very difficult to determine the anteversion angle, but it seemed to be at the limit. Review of surgical reports: implantation of left femur tha dated (B)(6) 2000. 52 mm fitek cup implanted at (according to surgical report) correct anteversion and inclination angle. Cup fixed with support of 2 cup screws. Cerasul inlay in pe bed where inserted into the cup. No other conspicuous information found. In 2006, a design change was introduced as a proactive product improvement in conjunction with the product life cycle management. The product improvement concerned the roughening of the ceramic surface direct towards the pe sandwich to further increase the bonding strength between the two surface. The device of the incident at hand (B)(4) has been manufactured before the product improvement. Therefore, zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).